Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited non-capture. A chest x-ray was done and confirmed that this rv lead had dislodged. The patient underwent a procedure in which this rv lead was explanted and a new lead implanted. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.